Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump switched off and caused high blood glucose. The customer reported that they thought that there might be an internal error with the insulin pump. The customer's blood glucose was 20 mmol/l at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the battery cap was not loose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected auto off, bolus stopped, blank display or bolus anomalies were noted during testing. The auto off feature functioned properly during testing. The correct test blood glucose value was sent from the glucose meter and was received by the device under test. The device communicated properly with the blood glucose meter. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftests. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, a stained serial number label and a peeling end cap address label.